Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis review: coronary angiography (cag) showed the presence of multiple previously deployed stents in the right and left vasculature of the coronary arteries. These stents and non-stented regions exhibit diffuse in stent re-stenosis and de novo lesions in the unstented regions. Two guidewires were delivered to the left circumflex (lcx) and obtuse marginal (om) vessel. Diffuse calcification is evident through out the vessel. This is confirmed with the inflation of the pre-dilatation balloons where concentric inflation is not possible due to resistance within the in-stent restenosis. There are no images shown of the attempted delivery of a 38mm stent that was removed without deployment. But what appears to be a subsequent 38mm stent was delivered into the stent and this was deployed and post dilated successfully. Multiple additional balloon inflations and stent deployments were completed in the left and right coronary systems. And good flow was restored to the diffusely diseased arteries. The images confirm that the patient vessel morphology most likely resulted in the failure to deliver the original 38mm stent and this most likely resulted in the damage to the device, although this was not captured in the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary des to treat a moderately tortuous and calcified lesion in the mid cx artery with 80% stenosis. The device was not inspected. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was not used. It was reported that the stent failed to pass through the lesion after several pre- dilations using an nc sprinter and stent deformation occurred in vivo during positioning. The tip of the device was noted to be distorted. The procedure was completed using a same size resolute onyx. The patient is alive with no injury.